Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Please refer to the attached analysis report.

Event description:
After implant on (B)(6) 2022 teo dr was programmed to ddd. The next day (B)(6) 2022 before dismissal from the hospital the pacemaker was in vvi standby mode. What may have caused this switch to vvi standby mode? At what time did this happen and what was the reason for the pacemaker to switch into standby mode? The pacemaker was reprogrammed back to ddd before leaving the hospital. (The only possible influencing source of noise the patient was carrying was an ECG ambulatory monitor during his one night over in the nij smellinghe hospital. )